Manufacturer narrative:
Correction provided in d.4. Additional information provided in a.2., a.3., b.2., b.5., b.6., b.7., d.10. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information requested and received that the patient experienced blurry vision three days after surgery, with symptoms persisting. The patient was hospitalized for two weeks to receive the necessary treatment.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The device history record also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. The customer reported this complaint has been submitted as precaution as this patient has gotten an infection post-surgery. No sample was returned for root cause evaluation therefore the condition of the product could not be verified. There is no evidence that the custom pak components caused or contributed to this reported event of endophthalmitis. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Custom-paks is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the patient underwent cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on same day. A few days after the procedure, the patient developed endophthalmitis and was hospitalized. The current condition of the patient was unknown. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.